Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, part of the plug from a 5f mynxgrip vascular closure device (vcd) came out when withdrawing the white tube after full deployment. Part of the sealant dislodged. Part of the plug remained in place for successful closure in the end, despite that some part of the plug came out with the white tube. Manual compression was less than 30 minutes. No patient injury was reported. The product was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to opening the package. The device was used for an interventional peripheral procedure. The procedure used an antegrade approach. The sheath introducer used for the procedure was a 5fr brite tip sheath. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was an arterial vessel. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was a little vessel tortuosity. The stick location was the common femoral artery. There was no presence of pvd/calcium in the vicinity of the puncture site. The vessel was not less than 5mm. The patient was not thin nor was there shallow vessel depth. There were no multiple stick punctures. There were multiple sheath exchanges. There was no device deployment jam. Stopcock was opened on sheath prior to shuttle down. Fingertip compression was held during device removal. There was good hemostasis during the procedure. Contrast/imaging was used to confirm the balloon placement. The deployer did not fail to maintain tension on the catheter while tamping. The deployer did not over-tamp. A procedural sheath that is greater than 7f was not used prior to introducing the mynx. The patient was not hospitalized nor was the patient¿s hospitalization extended as a result of the event. The patient recovered after the mynx event. The patient outcome was good. The procedure was completed successfully without patient injury. The mynxgrip vascular closure device 5f involved in the reported complaint was not returned for investigation. Instead, a picture from the facility was received for analysis. The picture showed that the advancer tube was withdrawn from the catheter. A portion of sealant was separated from the device, soaked in blood. A device history record (DHR) review of lot f1817302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment partial¿ was confirmed through analysis of the picture received. However, the exact cause of the issue reported could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported since the device was not returned for analysis. However, it could be handling related. The sealant may have been dislodged during the advancer tube withdrawal step of the procedure. If the balloon was not fully deflated, the sealant could be dislodged from the vessel wall during catheter removal. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU states, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the DHR review nor the picture analysis of the product suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1817302 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, part of the plug from a 5f mynxgrip vascular closure device (vcd) came out when withdrawing the white tube after full deployment. No patient injury was reported. The product was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to opening the package. The device was used for an interventional peripheral procedure. The procedure used an ante-grade approach. The sheath introducer used for the procedure was a 5fr brite tip sheath. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was an arterial vessel. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was a little vessel tortuosity. The stick location was the common femoral artery. There was no presence of pvd/calcium in the vicinity of the puncture site. The vessel was not less than 5mm. The patient was not thin nor was there shallow vessel depth. There were no multiple stick punctures. There were multiple sheath exchanges. There was no device deployment jam. Stopcock was opened on sheath prior to shuttle down. Fingertip compression was held during device removal. There was good hemostasis during the procedure. Contrast/imaging was used to confirm the balloon placement. The deployer did not fail to maintain tension on the catheter while tamping. The deployer did not over-tamp. A procedural sheath that is greater than 7f was not used prior to introducing the mynx. Part of the sealant dislodged. Part of the plug remained in place for successful closure in the end, despite that some part of the plug came out with the white tube. Manual compression was less than 30 mins. The patient was not hospitalized nor was the patient¿s hospitalization extended as a result of the event. The patient recovered after the mynx event. The patient outcome was good. The procedure was completed successfully without patient injury. The product was discarded and will not be returned for evaluation.